Event description:
It has been reported tha the patient was implanted a metasul head 28 l 12/14 on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2014 due to asceptic loosening-osteolytic lines after a metasul bearing.

Manufacturer narrative:
The manufacturer did not receive devices for review. Other source documents (x-rays and op report) were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).